Manufacturer narrative:
No button error alarm, unexpected battery alarm or frozen display was noted. The time advanced properly. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm after battery change. It was reported that display screen seemed frozen during bolus. Customer's blood glucose was 280 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.